Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h6 component code: g07002 unable to investigate further. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Two open boxes with four (4) and thirty-six (36) representative unopened samples each as a total of forty (40) representative unopened samples were received for analysis. Product code vcp1433h. Upon initial inspection of the samples, no external damages were evident on the exterior packaging. Following the sampling plan, a visual inspection was conducted on thirteen (13) samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. One empty foil, one labeled winding former with a needle and one suture piece were received for analysis. Product code vcp1433h. During visual inspection of the returned samples, the swage and attachment area were observed as expected; however, marks that appear to be caused by a surgical instrument were observed on the edge needle. One small suture piece was noted to be still attached to the barrel hole of the needles. Overall, no needle pull-off was observed. The functional test was not possible because the suture was received with a short length. The suture piece was examined, and one extreme of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted on the strands. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture pulled off the needle. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.